Manufacturer narrative:
The lumis device was returned to resmed for an extensive engineering investigation. Preliminary investigation found no errors indicating a device malfunction in the device logs and all performance tests showed that the device was operating to specification. There was no evidence to suggest that a device malfunction contributed to the patient¿s death. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference (B)(4).

Event description:
It was reported to resmed that a patient on a lumis 100 vpap st fr passed away. The patient was reported to have stopped breathing while on the device. There was no allegation of a device malfunction or that the device contributed to the patient death.

Manufacturer narrative:
The lumis device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing found no indication of a device malfunction and the device was performing to specifications. Based on all available evidence, the investigation determined that there was no fault found with the returned device. Resmed's risk analysis for this device remains acceptable. (B)(4).

Event description:
It was reported to resmed that a patient on a lumis 100 vpap st fr passed away. The patient was reported to have stopped breathing while on the device. There was no allegation of a device malfunction or that the device contributed to the patient death.